Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(4), could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). No product is available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2020. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a recently implanted patient experienced right heart failure on (B)(6) 2020. The patient's right heart failure did not exist prior to their implant, and there were no device issues that caused or contributed to their right heart failure. Their central venous pressure (cvp) was 30 mmhg; nitroglycerin was administered. Inotropes were administered from (B)(6) 2020 to (B)(6) 2020. Diuretics were administered from (B)(6) 2020 to (B)(6) 2020. The patient's cvp had decreased to around 15 to 20 mmhg on (B)(6) 2020. The event resolved without sequelae on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(4), could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). No product is available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2020. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a recently implanted patient experienced right heart failure on (B)(6) 2020. The patient's right heart failure did not exist prior to their implant, and there were no device issues that caused or contributed to their right heart failure. Their central venous pressure (cvp) was 30 mmhg; nitroglycerin was administered. Inotropes were administered from (B)(6) 2020 to (B)(6) 2020. Diuretics were administered from (B)(6) 2020 to (B)(6) 2020. The patient's cvp had decreased to around 15 to 20 mmhg on (B)(6) 2020. The event resolved without sequelae on (B)(6) 2020.